Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was scheduled for an MRI to determine the lead placement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3389s-40, lot# v568201, product type: lead, product ID: 3389s-40, lot# v568201, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: v568201, (B)(6), (B)(4); product ID: 3389s-40, serial/lot #: v568201, (B)(6), (B)(4). The (B)(4) applies to the leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for dystonia, movement disorders. It was reported that the patient was going to get a revision. The rep was checking the system integrity the day of the call. The hcp was not happy with the lead placement and the patient had not had good therapy since the implant. There were no further complications reported.

Manufacturer narrative:
Outcome attributed to adverse event field no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep stating the cause of the lead placement issue was not determined. No revision had been scheduled. The lead placement issue and the issue of the therapy not being good not been resolved at the time of the report.